Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.